Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead; product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 16-jan-2016, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: 08-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Patient reported the first device he had put in he was in a car accident. He was shot forward and it pulled the leads, and broke the leads in back to the stimulator. Patient had the leads and the ins replaced and upgraded. The event date was provided as 2-3 years ago. No symptoms were reported and no further complications were reported/anticipated.